Event description:
It was reported that the user performed a lunch meal announcement approximately 30 minutes before the call and subsequently experienced hyperglycemia with a blood glucose of 212 mg/dl, attributed to slow eating leading to a gradual postprandial rise; troubleshooting and education were provided regarding meal announcements and timing. Customer care provided assistance that included meal announcement practices with education on appropriate meal handling. Investigation of this case revealed that the high glucose was consistent with delayed carbohydrate absorption relative to the insulin dosing from the meal announcement. No symptoms associated with elevated blood glucose reported. Outcomes included monitoring at home with no medical intervention or hospitalization. It was concluded that the device functioned as expected and that user eating pace contributed to the observed hyperglycemia.